Manufacturer narrative:
(B)(4). Device will not be evaluated due age - issue is being reported as alert was not cleared by operator.

Event description:
It has been reported that device did not pass a self diagnostic neck.